Event description:
It was observed during device evaluation that the rigid video laparoscope exhibited a bent outer tube, fiber breakage, dents on the distal end, moisture under the light guide (lg) cover glass edge, stains under the distal cover glass, a loose light guide (lg) adapter, and failure of light transmission. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, the reportable events were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.